Manufacturer narrative:
This product in this complaint was not returned for evaluation. The device history records (DHR) evaluation was performed for the code 47117 identified in the complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures and specifications. This product was released by quality assurance. A quality nonconformance was not reported at the time of production. Manufacturing conducts visual and functional inspections of each device throughout production. A potential root cause was due to machine adjustments made during production. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury. Device not returned.

Event description:
"The sides of the masks rip open, sometimes with speech only. Its almost as if the glue in the folds has dried up. The straps also frequently break in a corner causing the mask to fall open during patient care with exposure in the covid unit." The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time. Please note that in this incident, the reporter has indicated that no injury resulted.